Event description:
This pt developed a skin flap infection in april of 2004. The pt was treated with IV antibiotics and underwent surgical drainage. The receiver stimulator extruded despite treatment and the pt was explanted in of 2004.